Event description:
Upon passing the catheter through the bronchoscope and into the lungs, it was noted that one of the sizing wings was missing. The wing was found in the main stem and removed from the patient. The procedure continued with a new catheter.